Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service & repair evaluation: the customer reported the collinear clamp handle of sliding mechanism broke. The repair technician reported that the device has a broken handle. Broken handle is the reason for repair. The cause of the issue is unknown. The item is not repairable per the inspection sheet. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection of the returned device performed at customer quality (cq) shows the black polyamide handle is broken at the attachment screw. Both screws which are holding the handle are still in place, remaining within the instrument. The broken off handle piece was returned. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Dimensional inspection: dimensional analysis around the broken part of the handle and returned broken piece could not be measured accurately due to post manufacturing damages. Document specification: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: no definitive root cause could be determined, it is more likely that unintended excessive forces such as device being dropped during usage/handling contributed to this complaint condition. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 314.291. Lot: 13-6357. Manufacturing site: selzach. Supplier: leitner ag. Release to warehouse date: 18.mar.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Correct material with confirmed hardness within specification for all components are documented from supplier. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, a collinear clamp was being placed on the patients femur when the black handle broke. It is unknown if there was a surgical delay. Procedure outcome and patient status is unknown. This report is for one (1) sliding mechanism. This is report 1 of 1 for (B)(4).